Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. During a routine 45-day follow-up using transesophageal echocardiography (tee), it was noted that the device had shifted from the initial implant position. There was no thrombus noted. A computed tomography (CT) scan was recommended by the physician for further assessment on position of the device. The CT has not yet been completed or scheduled. The patient was discharged home.